Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty cycler with fresenius cassette set and the patient event of peritonitis. However, it is unknown if this anonymous patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
In a customer experience survey, it was reported that this patient experienced peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. In a follow-up call, it was confirmed with a hemodialysis nurse that the patient has been on in-center hemodialysis since (B)(6) 2015. The nurse stated the patient has not had any adverse effects due to fresenius products. The nurse stated the patient was on pd prior to (B)(6) 2015 in an unknown facility. No further information is available despite due diligence attempts to reach the patient.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this patient regarding to liberty cycler set product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
In a customer experience survey, it was reported that this patient experienced peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. In a follow-up call, it was confirmed with a hemodialysis nurse that the patient has been on in-center hemodialysis since 2015. The nurse stated the patient has not had any adverse effects due to fresenius products. The nurse stated the patient was on pd prior to 2015 in an unknown facility. No further information is available despite due diligence attempts to reach the patient.

Event description:
In a customer experience survey, it was reported that this patient experienced peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. In a follow-up call, it was confirmed with a hemodialysis nurse that the patient has been on in-center hemodialysis since 2015. The nurse stated the patient has not had any adverse effects due to fresenius products. The nurse stated the patient was on pd prior to 2015 in an unknown facility. No further information is available despite due diligence attempts to reach the patient.

Manufacturer narrative:
Correction: b3, d10 concomitant products therapy date.